Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side ¿acute pain in breast¿. Additionally, healthcare professional reports capsular contracture, baker grade IV, simple nodule, and cysts. The device has been explanted.

Event description:
Patient reported ¿acute pain in breast.¿ healthcare professional additionally reported capsular contracture, baker grade IV. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Additional observations: crease fold is observed. Deformation is observed. No further actions are required as the device was implanted."